Event description:
It was reported that approximately 2 years post 2.5 x 18 mm xience v stent implantation, the patient was hospitalized for an umbilical hernia repair. Post procedure, the patient developed acute chest pain. Enzymes were elevated. The event was diagnosed as a myocardial infarction leading to death. No autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death, myocardial infarction (mi) and angina are listed in the xience v instructions for use, as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.